Manufacturer narrative:
Site representative, neuro coordinator, (B)(6) declined to provide patient information. On 02/01/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/03/2017 a medtronic representative, following-up at the site, found the reported issue could not be replicated. Further investigation finds it is likely that the surgeon may be moving the reference frame during the procedure, causing inaccurate navigation. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report on 13-jan-2017, that while in a spine procedure on (B)(6) 2017, the surgeon alleged an inaccuracy of 1 centimeter occurred. The surgeon deemed being accurate on the left side of the patient, however, alleged being inaccurate on the right side. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.